Event description:
When turning device on to operate, code = #625. When customer attempted to test code again, code =#529 and remains #529. No treatment. A request was made for return product and replacement product was sent.